Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify and duplicate the reported issue. The device would not continue powering on past the initial boot-up screen. The cause of the reported issue was isolated to the system pcb. Due to part unavailability, the device is not able to be repaired. The device is currently at the service depot while the customer decides if they want the device returned unrepaired or scrapped by stryker.

Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Device was determined to be scrapped at stryker redmond. Root cause is corrupt memory on sbc(single board computer) card of system pcba.

Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.